Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patient experienced dizziness, syncope, shortness of breath, "seizure episode" and could not breath. The patient's relative was concerned this could be related to the patient implantable pulse generator (ipg) function. The ipg remains in use. No further patient complications have been reported as a result of this event.